Manufacturer narrative:
B.6. Imaging evaluation results: summary: ¿ two time-points available for evaluation: post-implantation cta dated (B)(6) 2014 and post-implantation cta dated (B)(6) 2015. ¿ on the (B)(6) 2014 time-point: o there appears to be contrast pooling outside the implanted device. O anterior pooling contrast appears to communicate with contrast in the ima. O contrast pooling posteriorly appears to communicate with contrast in a set of lumbar arteries. Cannot confirm ante grade or retrograde flow, with available images. ¿ on the (B)(6) 2015 time-point: o there appears to be contrast pooling in the posterior sac outside the implanted device on this time-point. O there appears to be contrast in a set of lumbar arteries at this level. O probable type ii endoleak. O comparison axial images from both time-points appear to show: o maximum aaa diameters: (B)(6) 2014 - 49.8mm x 52.8mm; (B)(6) 2015 - 52.6mm x 55.1mm.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm, asd well as right and left common iliac artery aneurysms. The patient tolerated the initial procedure. The maximum diameter of the aortic aneurysm was 53mm by ultrasound. On (B)(6) 2014 follow-up computed tomography angiography (cta) showed the maximum aortic diameter of the aortic aneurysm was 49mm. On (B)(6) 2015 follow-up cta showed the maximum diameter of the aortic aneurysm was 53mm. On (B)(6) 2018 a type I endoleak was found. On (B)(6) 2018, the maximum aortic diameter of the aortic aneurysm was 56mm by ultrasound. On (B)(6) 2018, the maximum aortic diameter of the aortic aneurysm by cta was 60mm. The event is ongoing.

Manufacturer narrative:
H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). On (B)(6), 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm, as well as right and left common iliac artery aneurysms. The patient tolerated the initial procedure. The pre-treatment maximum diameter of the aortic aneurysm was 53mm by ultrasound. The completion angiogram showed a proximal type I endoleak, so the device was post-dilated more aggressively with a 250mm balloon, which improved the leak substantially. There was still a faint type I endoleak, with some filling of the ima, mid sacral and some lumbar arteries. This was thought to be helpful since much of the pelvic perfusion was being removed. The plan was to allow this filling to close after the heparin was reversed and minimize any pelvic ischemia if possible. On (B)(6), 2014 follow-up computed tomography angiography (cta) showed the maximum aortic diameter of the aortic aneurysm was 49mm. On (B)(6), 2015 follow-up cta showed the maximum diameter of the aortic aneurysm was 53mm. On (B)(6), 2018 a type I endoleak was seen. On (B)(6), 2018, the maximum aortic diameter of the aortic aneurysm was 56mm by ultrasound. On (B)(6), 2018, the maximum aortic diameter of the aortic aneurysm by cta was 60mm. On (B)(6), 2019, it was reported the proximal type I endoleak had resolved, however a type ii endoleak was noted. There has been no reintervention.